Event description:
The physician was treating a lesion in the left iliac artery. It was reported that after stent deployment the complete se stent appeared shorter than the labelled size. The physician compared the stent length with that of the previously used 4 cm pre-dilation balloon and it seemed as if the stent did not appear to be 4cm. Due to the stent being shorter another complete se stent was deployed to cover a dissection which occured during pre-dilation. Device evaluation: the delivery system only (stent deployed) was returned with no evidence of any damage. The marker band spacing on the inner polymide shaft was within specification of a product of this size. Cine image review: comparative measurements with the previously deployed stent and the complaint stent which is still loaded onto the delivery system, confirm that the complaint stent is approximately 4cm in length. This is confirmed by the radiopaque stent markers on the loaded complaint stent which are visible on the images. The images of the deployed complaint stent appear to show a degree of bunching at the proximal end and this is more evident when the additional stent is deployed at the proximal side.

Manufacturer narrative:
(B)(4). Results: stent bunched post deployment. Stent became damaged during deployment and/or during delivery system retraction. Conclusion: stent became damaged during deployment and/or during delivery system retraction.